Manufacturer narrative:
Based on the claim against the product by the customer noting broken tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base of the grip. A piece approximately 0.186" x 0.714" was found to be broken off. The broken piece was not returned. The complaint regarding broken tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Additionally, the instrument was found to have a broken conductor wire. The conductor wire was broken at the at the grip routing. The instrument failed the electrical continuity test. No signs of thermal damage were observed. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the force bipolar instrument that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the force bipolar instrument had a broken tip. The procedure was completed with no reported injury to the patient. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.